Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. The product has been lost in transit. The file will be reopened if the sample is located. A photo was provided of the lens in the eye. Due to the glare and blurriness of the photo the reported issue cannot be visualized. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the reported issue cannot be determined. The sample has not been received by the manufacturing site. Review of the provided photo was inconclusive. All lenses are 100% inspected for cosmetic attributes. A determination cannot be made without a physical evaluation of the sample. The file will be reopened if the carrier locates the lost sample. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during surgery, it was noted that there was something strange inside the lens itself that coincided with the patient's visual axis and that the same would not allow the patient to see correctly. Lens was explanted and implanted with another lens of the same type and same diopter that he had for the other eye. Additional information has been requested.